Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a hot axios stent implantation procedure on (B)(6) 2021. During the procedure, the first flange was unable to be deployed. When force was applied, the catheter control hub broke and the stent was removed partially deployed from the patient. The procedure was completed with another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a hot axios stent implantation procedure on (B)(6), 2021. During the procedure, the first flange was unable to be deployed. When force was applied, the catheter control hub broke and the stent was removed partially deployed from the patient. The procedure was completed with another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. ***additional information received on (B)(6), 2022*** it was reported that it was not possible to deploy the first flange.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on (B)(6) 2022. Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. Functional inspection was performed and the stent could not be released from the delivery system. A destructive inspection was necessary to identify rotational damage; the outer sheath was found twisted and detached. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed as the stent was returned undeployed and could not be deployed during functional testing. The reported event of handle break could not be confirmed; no damage was noted on the handle. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the product analysis, the outer sheath was returned twisted and was detached, which is evidence that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the physician rotated the handle as the axios was locked onto the scope or failed to keep the handle stationary with the echoendoscope while attempting to attach it by rotating the luer lock fitting clockwise. This may have led to the twisted and detached sheath and ultimately the stent failing to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.